Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was over 600 mg/dl; cause was unknown. Multiple attempts were made by tandem technical support to follow up with the customer and obtain further details regarding the event; however, all were unsuccessful.